Event description:
The customer¿s blood glucose (bg) level intermittently displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.